Event description:
Medtronic received a report that a pipeline failed to open and was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured large aneurysm of the left internal carotid cavernous sinus with a max diameter of 17mm and a 7.62mm neck diameter. The landing zone was 4.58mm distally and 4.27mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 8-9mm. Dapt (dual antiplatelet treatment) was administered and the pru level was 1. The angiographic result post procedure showed large aneurysm of left internal carotid cavernous sinus. It was reported that the patient had tortuous blood vessels, so bilateral punctures were performed, with 5f 115navien and marksman on one side and echelon on the other side to deliver coils. The marksman reached above the bifurcation of the middle cerebral artery m1 and began to deliver the stent. The blood vessel conditions were not good, so stent placement was very slow. The plan was to use the horizontal segment of the middle cerebral artery to open the stent, and after the stent reached the middle cerebral artery, the stent was deployed as planned, 10mm, and the tip end was not fully opened. The surgeon retrieved and deployed it again, and the tip end still appeared like a fish mouth. The surgeon pulled the stent and catheter system back to the t bifurcation and wanted to use the bifurcation to push the stent open. After multiple operations, it was found that the tip end of the stent was not well developed, so it was removed from the body and found that the tip end had burrs. A new 4.5-35 stent was used, and the second deployment was successful, and the operation was over. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f puncture sheath, 8f guiding catheter, 5f 115 navien catheter, marksman150 and echelon 1 microcatheters, synchro14 guidewire, and axium coils.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the report of "stent placement was very slow" meant that there was resistance to stent delivery within the catheter. The cause of the pipeline failure to open/damage may have been due to possible tip damage during delivery. Resistance occurred in the distal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. 2 minutes of pre-flushing, with continuous water dripping at the proximal end. There was a pushing mark at the proximal end of the push wire. The device did not jump during deployment. The tip of the catheter was not moved during deployment. The pipeline failed to open in the distal end. The pipeline had not been placed in a vessel bend when it failed to open, but was in the middle cerebral artery. Additional steps to open the stent were done including retrieving and deploying process, but it was still not opened.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex device was returned within the marksman catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from marksman catheter without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. In addition, base on the analysis finding the pipeline flex and marksman catheter could not be confirmed to have resistance during delivery as no defect was found with pushwire and marksman catheter. No resistance was observed during testing. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.